Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered multiple boluses resulting in a low blood glucose (bg) level. The customer's bg level was 46 mg/dl. Customer consumed apple juice, cereal, and cookies to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.